Event description:
It was reported the programmer connects with device then loses telemetry and is unable to interrogate with or without rf (radio frequency) head. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).